Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of a right-sided pleural effusion (characterized by dyspnea) due to a pleuroperitoneal leak, which required hospitalization, a thoracentesis and transition to hd for rrt. Per the pdrn, the serious adverse events were not caused by any fresenius device(s) and/or product(s) deficiency or malfunction. The source of the patient¿s pleural effusion was attributed to the patient¿s pleuroperitoneal leak (confirmed glucose present), which was reportedly congenital in origin. In this instance, it is the patient¿s anatomy which caused the pleuroperitoneal leak, and not a fresenius device(s) and/or product(s) deficiency or malfunction. Pd fluid leaks are mainly due to congenital or acquired diaphragmatic defects in the patient. In cases of pleuroperitoneal leak, it is the physiology of the patient and not the device that is the cause of the serious adverse events. Based on the information available, there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused the serious adverse events. Furthermore, there was no report a fresenius product(s) and/or device(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications.

Event description:
On 6/jan/2025 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid in her lungs (pleural effusion). Additionally, the patient reported she transitioned to hemodialysis (hd) after being discharged. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with dyspnea on (B)(6) 2024. Radiological studies determined the patient was suffering from a right-sided pleural effusion and the patient was formally admitted. The patient underwent a thoracentesis (date unknown) which improved the patient¿s dyspnea. The fluid removed was sent for cytology and returned positive for glucose. Additional radiological evaluation confirmed the presence of a congenital defect allowing fluid to travel from the peritoneal cavity into the patient¿s right lung (pleuroperitoneal leak) which caused the pleural effusion. Following this discovery, the patient¿s pd catheter (not a fresenius product) was removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd without any reported issues and was discharged on (B)(6) 2025. The patient began outpatient hd on (B)(6) 2025 and will not be returning to pd therapy due to personal preference. The patient has additional surgical appointments to determine the best course of action to address the pleuroperitoneal leak. The patient is recovering from the serious adverse events and undergoing outpatient hd without any reported issues. Per the pdrn, the serious adverse events were not caused by any fresenius device(s) and/or product(s) deficiency or malfunction.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of physical damage: missing door logo. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. A missing door logo was confirmed.

Event description:
On (B)(6) 2025 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized due to fluid in her lungs (pleural effusion). Additionally, the patient reported she transitioned to hemodialysis (hd) after being discharged. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room with dyspnea on (B)(6) 2024. Radiological studies determined the patient was suffering from a right-sided pleural effusion and the patient was formally admitted. The patient underwent a thoracentesis (date unknown) which improved the patient¿s dyspnea. The fluid removed was sent for cytology and returned positive for glucose. Additional radiological evaluation confirmed the presence of a congenital defect allowing fluid to travel from the peritoneal cavity into the patient¿s right lung (pleuroperitoneal leak) which caused the pleural effusion. Following this discovery, the patient¿s pd catheter (not a fresenius product) was removed, and a tunneled hemodialysis (hd) catheter (not a fresenius product) was surgically placed. The patient transitioned to hd without any reported issues and was discharged on (B)(6) 2025. The patient began outpatient hd on (B)(6) 2025 and will not be returning to pd therapy due to personal preference. The patient has additional surgical appointments to determine the best course of action to address the pleuroperitoneal leak. The patient is recovering from the serious adverse events and undergoing outpatient hd without any reported issues. Per the pdrn, the serious adverse events were not caused by any fresenius device(s) and/or product(s) deficiency or malfunction.